Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: the reported issue was that the needle is prematurely retracting while still advancing the unit into the vein causing a potential blood exposure.

Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Your report of premature needle retraction could not be confirmed from the photographs that were provided for investigation. The photos show the labeling and packaging for 18g insyte autoguard devices from lot #4150601. The actual devices and needles were not visible in the photographs. No other similar complaints were reported from other customers for the implicated lot. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.